Manufacturer narrative:
The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a minor scratched display window, and a cracked end cap.

Event description:
The customer's father reported via phone call that there was a crack on the bottom of the insulin pump near the sticker. Customer's blood glucose was 70 mg/dl at the time of the incident. Caller stated that the pump was dropped and left on a corner. The cats were jumping around and the pump fell. Caller stated that everything was properly functional but the whole plastic piece is moving. Customer bolused and the bolus was delivered. Customer's father was advised to discontinue use of the pump and revert to a back-up plan. Customer's father was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked case at the display window corner, battery tube threads and minor scratched display window.